Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported the soft rubber components of the ok and menu buttons is torn off. Caller stated the function of the buttons is not affected. During preliminary evaluation on (B)(6) 2014, the menu button was found to be without function. No adverse event reported. Requested return of the alleged pump for evaluation.